Event description:
It was reported to physio-control that the display of the customer's device was distorted and would not show any information. As the customer uses the device in manual mode with hard paddles, the customer would not be able to use the device to administer defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the system pcb and user interface pcb assemblies. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.